Manufacturer narrative:
B1 adverse event and/or product problem- additional. B2 outcomes attributed to adverse event - additional. B5 describe event or problem - additional. H1 type of reportable event - correction. H2 correction/additional information. H6 health effect - impact code - correction. H6 health effect clinical code.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. The date of event is an approximation. On (B)(6) 2025, it was reported that the patient experienced inaccurate cgm values. The patient felt faint. The cgm was reading 170 mg/dl, and the blood glucose reading was under 40 mg/dl. Details from a 2nd news publication state that the egv was 140 mg/dl while the bg was 34 mg/dl and she collapsed. The patient uses unspecified pump in modified closed loop. Reversal of hypoglycemic shock was not documented. New details received from news publication indicates the patient collapsed from this event. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Patient felt faint.